Manufacturer narrative:
The device was returned to ventec for an evaluation. Ventec confirmed the device was operating to specification during the event. The device's electronic logs were downloaded for further evaluation. Other unrelated repairs were made to the device and proper device operation was observed through functional and performance testing. Ventec reviewed the electronic logs around the reported event date and time, which indicated nominal device operation for the therapies being utilized.

Event description:
It was reported to ventec, that the "vocsn was alarming, rt went to the room, states patient was non-responsive / deceased. (B)(6) director of respirator felt it was not ventilator related." Delta reported that the patient had many health conditions that caused/contributed to the patient's death. There was no allegation of a product problem.